Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited slightly white residues inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-mar-2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, photos taken during evaluation confirmed a third-party scope connector, foreign material adhered to/clogged the air / water (a/w)-channel and a/w-cylinder. As additional details have been requested regarding the reported event. At this time, no additional information has been provided. Furthermore, no physical damage was found at the locations where foreign material remained. The root cause of the reported event is unable to be determined. However, the likely the result of insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section which state: IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device. If additional information becomes available, this report will be supplemented accordingly.